Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. The occluder was prepared according to instructions for use (IFU). The left disk opened normally but when they opened the right disk it formed like a mushroom. It was not possible to reshape the disk so they removed it and replaced it with another talisman pfo 30mm which was implanted without any problems with the same 9f talisman sheath. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported that reported stable.